Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken. Approximately 21.5cm of the distal end not returned. The returned proximal/distal section of the guidewire found the nitinol tubing and core wire were fractured/broken 28.5cm from the proximal bond junction, the platinum wire was stretched, and the distal tip fractured section was not returned. A functional test was not required as the device was fractured/broken. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. A 8f guider catheter, p18 microcatheter, catalyst 6-132 catheter were used in the procedure in conjunction with the subject device. The tip of the subject guidewire broke inside the patient during use. The tip of the guidewire was found broken and stretched. The issue was noted on the distal end of the guidewire. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The issue was noted when delivered the synchro2 guidewire in microcatheter. When delivered the guidewire in pro18 catheter, resistance was encountered. It could not be advanced or retracted, so the operator withdrew it and found tip of it dropped off and stretched. No force was used to overcome the resistance. The procedure was completed by replacing it with another synchro2 guidewire to continue. The same microcatheter was used to finish the procedure. The aspiration used to remove the fractured portion of the reported device was used as a part of the planned procedure. Analysis of the returned device found the guidewire was returned broken in 2 segments, but the distal tip segment was not returned for analysis. The returned proximal/distal section of the guidewire found the nitinol tubing and core wire were fractured/broken 28.5cm from the proximal bond junction and the platinum wire was stretched which indicates the device most likely fractured during manipulation inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿, ¿guidewire distal tip stretched, ¿guidewire difficult to advance¿ and ¿guidewire difficult to remove/withdraw from catheter¿ in addition to the as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during one thrombectomy case, after the tail of the guidewire (subject device) connected with torque device, the distal tip of the guidewire (subject device) was found not moved. Checked under fluoroscopy it was found the distal tip of guidewire (subject device) separated and no reaction when advancing or withdrawing. So, the operator used microcatheter to work with catalyst to aspirate and took the fractured guidewire (subject device) and took the microcatheter and guidewire (subject device) out together with the catheter. Outside patient's body to check the guidewire (subject device) and found it stretched. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to the manufacturer.

Event description:
It was reported that during one thrombectomy case, after the tail of the guidewire (subject device) connected with torque device, the distal tip of the guidewire (subject device) was found not moved. Checked under fluoroscopy it was found the distal tip of guidewire (subject device) separated and no reaction when advancing or withdrawing. So, the operator used microcatheter to work with catalyst to aspirate and took the fractured guidewire (subject device) and took the microcatheter and guidewire (subject device) out together with the catheter. Outside patient's body to check the guidewire (subject device) and found it stretched. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.